Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) have autofill error. No patient harm or injury reported.

Manufacturer narrative:
Corrected field : b5 , h6 ( medical device ¿ problem code ). Updated field : d9 ( return to manufacturing date ). Updated fields: b4, d9 ( return to manufacturing date ), g3, g6, h2,h3, h6(investigation. Findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the helium reservoir assembly (0997-00-0565). The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of an autofill error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) have autofill error. No patient harm or injury reported.